Event description:
G7 cgm doesn't alert when blood sugar levels rise above upper threshold settings in app. I'm feeling nauseous and if ongoing can potentially develop dka which is life threatening and can require hospitalization for treatment. I've been having trouble with this system for several days now.